Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 1.97" from the distal tip. Components adjacent to this broken main tube showed damage. The proximal clevis was dislodged. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact, and material was found missing from the outer surface of the main tube. Additional observation(s) related to customer reported complaint: the instrument was found to have the proximal clevis dislodged. The proximal clevis was found to be dislodged from its original position.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar instrument was bent and released small pieces of metal while in use, resulting in the need for x-rays. Fragments were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the universal seal and cannula did not have any issues or malfunctions. The issues were isolated to the tip up fenestrated bipolar instrument.

Manufacturer narrative:
The fenestrated bipolar instrument has not been received for failure analysis evaluation.